Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the user interface (ui) to stack flex cable assembly was not seated on the ui pcb assembly. Physio then reseated the ui to stack flex cable and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on using ac or dc power. There was no patient use associated with the reported event.